Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during prostate vaporization. The joule count for the fiber at the time of the event was not recorded. The procedure was continued with two additional fibers (reference MFR report numbers 2937094-2012-00189 and 2937094-2012-00190). Neither the pt nor the end user experienced any injuries as a result of this event. Info regarding how the case was completed was not provided, however, it was reported that the pt is doing well.

Manufacturer narrative:
(B)(4).